Manufacturer narrative:
Visual and tactile examination found a kink located 126mm proximal to the tip of device. The balloon was not folded or wrapped around the shaft of the device. The balloon was slightly inflated with air. A 2mm circumferential tear had occured in the balloon material 2mm proximal to the proximal edge of the distal markerband. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This was originally reported on the 4th quarter alternative summary report that was submitted on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous antebrachium. On the second inflation the dt/6-4/5/40 balloon ruptured before the inflation reached sixteen atmospheres. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported. Device analysis revealed a circumferential tear in the balloon.